Manufacturer narrative:
The customer did not run controls before or after the event. A field service engineer (fse) updated stirrer motor in cre module to the brushless motor.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 2 erroneously low creatinine (cre) patient results generated by the synchron lx20 pro analyzer. There was no affect to patient treatment with regard to this event.